Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm or unexpected vibrates or beeps every three or ten minutes noted during testing. The insulin pump functioned properly. The insulin pump received with scratched lcd window and cracked battery tube threads noted during visual inspection.

Event description:
Customer 's wife reported hospitalization due to high blood glucose. Customer tried to manage blood glucose with manual injections, but the blood glucose reading would not go down. The hospital treated with IV insulin. Nothing further reported.